Manufacturer narrative:
Event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, moisture was seen inside the iab packaging. There was no patient involvement.